Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset at end of service (eos). It was further reported the icm cardiac compass contained invalid data and the counters were invalid. The icm remains in use. No patient complications have been reported as a result of this event.